Event description:
It was reported that the pt was explanted a few months ago due to a severe infection. Date of explantation is currently unknown. At that time the implant was fully functioning. In 2008, the pt was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.